Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was found to be dirt inside the light guide lens. Additional findings included the following: the angulation in the down direction was out of standards due to wear of the angle wire, the gap of the up/down knob was out of standards due to wear of the angle wire, forceps angulation was out of standards due to loosening of the forceps elevator wire, there was a create at the lens of the charge-coupled device, the adhesive part of the bending section cover was broken, the scope connector cover was deformed, and the electrical connector was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the forceps elevator completely disconnected while using the evis lucera duodenovideoscope. The issue occurred during general maintenance, there was no procedural delay, and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be dirt inside the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although we confirmed dirt (foreign material) inside the light guide (lg) lens with the visual inspection provided by the repair center, the dirt (foreign material) could not be identified. Additionally, the foreign material could not be removed by reprocessing, because its adhering area was not external surface of the device. However, the cause of the event is likely due to the lg lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like resulting in humidity may have been allowed to go inside the lg-lens and caused corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.